Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was irritating pocket site and able to turn battery perpendicular in pocket. This increased pain at site. Pocket revision done and battery moved to the abdomen. Issue was resolved.